Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at battery tube threads, minor scratched lcd window, broken reservoir tube lip and belt clip slot.

Event description:
Customer reported receiving a button error alarm on the insulin pump during a bolus. Customer's blood glucose reading at the time of the call was 148 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.